Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open right colon resection, out of the package, before the stapler was fired, the two pieces of the stapler that were supposed to click together and close shut would not close together at the hinge pin. The white piece was already engaged on the knife blade. Another stapler was used to resolve the issue. There was no patient injury.